Event description:
Bayer case number: (B)(4). Foreign body material has been removed [medical device removal] . Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("foreign body material has been removed") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: after this treatment, several physical symptoms have developed. I have since had follow-up treatments and the foreign body material has been removed. Because of the symptoms, I am limited in my normal daily functioning, and I suffer damages. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Foreign body material has been removed [medical device removal]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("foreign body material has been removed") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: after this treatment, several physical symptoms have developed. I have since had follow-up treatments and the foreign body material has been removed. Because of the symptoms, I am limited in my normal daily functioning, and I suffer damages. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-apr-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.